Manufacturer narrative:
Updated fields - e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields - d4 (version or model #, catalog #, unique identifier (UDI) #). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) safety disk leak test failure message while performing the safety disk leak test.